Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022. The guardian reported that the low flow alarm went off and then stopped. The guardian noted that the patient's condition was different than usual, so the patient went to the emergency room (ER) via ambulance. When the patient arrived to the ER. They were hardly breathing. Cardiopulmonary resuscitation (CPR) was performed inside the ambulance. Additional information was received that the patient had a gastrointestinal (gi) bleed that started on (B)(6) 2022. The patient was taken off warfarin to mitigate the bleed. In the patient self test on (B)(6) 2022, international normalized ratio (inr) was 1.3 and bleeding had decreased but not resolved. Warfarin was not restarted. The death was not considered to be device related and the device operated as expected. The cause of the low flow alarm was not identified.

Event description:
The discontinuation of warfarin was unable to be ruled out as a contributing factor to the patient's death. Discontinuing warfarin was necessary due to the gastrointestinal bleeding the patient was experiencing. The patient was not thought to have suffered from a stroke. The patient's death was thought to be related to a heart or pump issue but this was not able to be confirmed. Prior to the patient's death the gastrointestinal bleeding had been reduced decreased but was still ongoing. The patient had suffered from sudden cardiac death.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists bleeding and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Heartmate 3 lvas IFU section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.